Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) replaced the controller cards to resolve the power issue with the drawer, which successfully restored functionality to drawer 4.1. However, drawer 4.2 failed to populate any pockets. The fse then replaced the drawer controller, but the issue persisted. The fse reseated all cubie tray connections and replaced the cubie tray cable still issue not solved. The fse finally, replaced the entire drawer to resolve the issue, configured the drawer, and confirmed that the drawer functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and device was not found on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.